Manufacturer narrative:
Result: footboard.

Event description:
It was reported by service report that the footboard was broken and did have some sharp edges. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.